Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient was developed an irritation where the trunk cable sits on his back and that the shoulder strap was causing an irritation too. There was no alleged device malfunction contributing to the irritation. Patient was prescribed a lotion by a physician. Patient reported that he made adjustments to the shoulder straps for a better fit. Follow up indicated that the skin is getting better.